Manufacturer narrative:
The cause of the reported issue was determined to be due to fretting corrosion on the pcb mounted jack connector, designator j11, and its mating cable -mounted plug connector, designator p11. This increased the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage. Excessive voltage drop at the contacts, triggered the power fail detector circuit on the power board, which resulted in the reported unexpected loss of power.

Event description:
A customer contacted physio-control to report that their device powered off during use. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. A physio service technician evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off during use. There was no harm to the patient as a result of the reported event.